Event description:
I have the essure which was inserted (B)(6) 2013. Since then I have had severe buckling over pain, cramping, worsening menstrual cycles (passing half dollar sized clots, saturating overnight pad every 2 hours), fatigue, and weight gain that has only occurred since having the device inserted. I made my provider aware that I have a sensitivity to nickel which he said shouldn't be a problem with this device. Now at (B)(6) I am having to undergo a hysterectomy and salpingectomy. Rx meds: topiramate - migraines, otc meds: none.